Event description:
The customer reported to olympus via repair request device had an image defect where suddenly only the color bar is displayed during use. There was no death or injury reported due to the event.

Manufacturer narrative:
The evaluation confirmed the reported image issue. Additionally, there was a water tightness failure occurred due to cracks on the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, image failure temporarily occurred due water getting inside the device from the cracks on the connector unit, and this destroyed electric circuits temporarily. The event can be prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.